Manufacturer narrative:
The associated complaint device was not returned. A clinical evaluation was conducted and based solely on the x-ray images, the root cause of the reported ps post fracture cannot be determined but hyperextension is a common reason for post breakage but this cannot be confirmed and the root cause is unknown based on the information provided. Insufficient clinically relevant documentation was provided and it is unknown if the patient had a history of trauma or hyperextension which could have contributed to the reported event. The patient impact beyond the reported pain and revision/poly exchange cannot be determined based on the limited information provided. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that revision surgery was performed due to pain and apparent ps post fracture of insert.